Event description:
Caller states during a proficiency test, the coaguchek s system produced the following results: 7.1 inr with a mean of 4.7 inr. 4.1 inr with a mean of 3.0 inr. No adverse event reported. Requested return of suspect system, however, no strips are available for return.